Manufacturer narrative:
Concomitant products: product ID: 3550-29, lot# n234588, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient needed their stimulator adjusted. It was stated that stimulation had ¿not been right for about 4 weeks.¿ it was mentioned that about 2 months ago the patient ¿had a bad seizure and fell backwards and the box moved a little bit.¿ the patient did not relate the change in stimulation to the fall, and stated that the changes to his stimulation were more recent and gradual. It was noted that the patient was redirected to the healthcare professional (hcp) and the patient stated he had an appointment scheduled for (B)(6).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.